Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid-left anterior descending coronary artery that was mildly calcified and 99% stenosed. Pre-dilatation was performed using a 3.0 x 8 mm nc tenku balloon dilatation catheter but the balloon ruptured during the second inflation at 8 atmospheres. The device was replaced with an unspecified balloon catheter to continue and complete the procedure successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.